Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the deficiency? When did the needle detach or pull off from the suture: during packaging, during removal from the package, during handling prior to use on the patient, or during use on the patient? Can you identify the lot number of the product used? Is this device or samples from same lot available for analysis? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to follow up) there was a product complaint already filed for this in november of 2024 (B)(4) by another rep db. I have now taken over the account from d, and expressed my concern converting surgeons from quill over to this code as I¿ve heard many other reps are having the same issue with sxpp2b405. But I personally have not had a product complaint as the surgeon has converted away from stratafix. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that the needles pop off. No patient consequences was reported. Device availability unknown. There were no adverse reported. Additional information was requested.